Event description:
A nurse reported that during a procedure, a system message displayed and the eye became soft. The message was cleared and the case completed without harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).